Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: there was one unexplained pump reboot observed in the black box history. The battery compartment and battery cap were undamaged. The cap was able to fit securely to the pump and maintain the electrical connection. The pump powered on to the verify screen. The battery cap was tightened and then unscrewed a half turn with no reboots occurring. The pump was primed and exercised for 24 hours with no power interruption experienced during testing. There was no intermittent connection to the power circuit found when the pump¿s cover was removed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that after a battery change, the pump had audible and vibration tones with a blank display, but then lost all power. It was reported that after multiple battery changes, the pump would still not power back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.